Event description:
It was reported that a customer was performing unauthorized repairs on a spectrum pump power cord. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." Therefore, the power adaptors should not be fixed by the customer and is considered tampering, which could be lead to pt injury.